Event description:
On (B)(6) 2012, it was reported that the programming system will not perform system diagnostics. The system interrogated slowly but successfully. The nurse stated that she performs system diagnostics, the wand's light flashes and an error message is received that it is not able to interrogate. The correct wand position was confirmed and they are able to use a different wand with no problem, so they don't believe it is user error. They were unable to duplicate the event with a demo generator, only with actual implanted devices. The nurse stated that she performed the normal troubleshooting like changing the wand battery and testing it, resetting it, and charging the handheld; all to no avail. It was later reported that they noticed this issue for the first time about three weeks prior to (B)(6) 2012. They have subsequently seen 7 or 8 patients where they have had this problem. They have another programming system that they have been able to use to successfully interrogate these patients without a problem. It is unknown if the issue is due to the serial cable or the wand. Attempts for additional information/troubleshooting are underway to establish if the serial cable or the wand is the issue.

Event description:
On (B)(6) 2012, it was reported that the handheld serial cable has been replaced and since then the programming system and wand is working normally. The serial cable was returned to the manufacturer for product analysis on (B)(4) 2012. Product analysis is still underway and has not yet been completed.

Event description:
Product analysis on the handheld serial cable was completed on (B)(6) 2012. No anomalies associated with the serial cable were noted during testing. The serial cable performed according to functional specifications.